Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the "intra-aortic balloon pump (iabp) was installed during cardiogenic shock, and the patient was 20 hours under iabp therapy, than helium leak occurs. The staff called the perfusionist and he comes to the patient and noted blood in helium line. The pump doesn't start after the first start. The intra-aortic balloon (iab) catheter was disconnected from the pump and pulled out without any complications. Patient has a calcified aorta that is maybe the reason that the balloon has a leakage. Patient was hemodynamic stabile and no other iab catheter was needed." There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the "intra-aortic balloon pump (iabp) was installed during cardiogenic shock, and the patient was 20 hours under iabp therapy, than helium leak occurs. The staff called the perfusionist and he comes to the patient and noted blood in helium line. The pump doesn't start after the first start. The intra-aortic balloon (iab) catheter was disconnected from the pump and pulled out without any complications. Patient has a calcified aorta that is maybe the reason that the balloon has a leakage. Patient was hemodynamic stabile and no other iab catheter was needed." There was no report of patient complications, serious injury or death.